Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for malignant pain. The pt developed meningeal signs with a fever. The pump and catheter were explanted on the same day. The pt was reimplanted with another synchromed pump and catheter in 1998. It was stopped in 1999, after the pt underwent a hemipelvectomy.